Event description:
No known adverse event. Customer reported poor irrigation in forward water jet. Date of event is unknown. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information h4:device manufacture date. Evaluation summary: we checked the returned unit and confirmed that the angle wire play. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire.